Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u204 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported an electrode belt was unable to communicate with a monitor.